Event description:
Additional information received reported that the patient was evaluated on 2013-(B)(6). The patient had lost 20 pounds. The weight loss caused the scar to droop right over the refill port. They were using sonogram for refills so they were guaranteed only 1 stick for a refill. It was noted there was no device issue.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider reported that they took over a patient from somebody else who already had them on a mixture of clonidine and infusomorph; that the patient was being filled up around (B)(6) , and more than anything they had trouble refilling the patient's pump because she had been losing weight. They stated that "when you lose weight, it changes the whole position of the pump." The medications used within the system were infusomorph and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10965r27, implanted: (B)(6) 2002: product type catheter. (B)(4).

Event description:
Additional information received reported that when the patient would get the pump refilled, she had to do an x-ray because she was a hard stick and the pump moved. They had the patient underneath a type of an x-ray. The patient's pump reportedly had always moved and would slide around. Per the reporter, "it's not like it flips, I can sit there with my fingers/ it's the pocket". No interventions or outcome were reported regarding this event. It was noted per the manufacturer's device implant registry system that the pump had been explanted (B)(6) 2013; however, no information was provided as a reason for explant. Further follow-up is being conducted to obtain this information.